Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and another manufacturer's pacemaker's impedance measurement had decreased to 190 ohms in both unipolar and bipolar configuration. The right ventricular (rv) lead impedance had started to decrease and was at 300 ohms. At this time the physician has opted to continue to monitor the patient. The ra and rv leads along with the pacemaker remain in service and no adverse patient effects were reported.